Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the tip cover was burned due to the use of a high-frequency treatment device without leaving sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: ".3 inspection of the endoscope. 4.3 using endotherapy accessories - high-frequency cauterization treatment". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end has a burn. There was no patient involvement.